Event description:
The company was informed that the patient is experiencing loud buzzing sounds. External equipment has been exchanged and programming adjustments were made; however, this did not resolve the issue. Testing shows that the device is functioning. Surgery to explant the patient's device will be scheduled.